Event description:
It was reported that when using the bd pyxis¿ es server the devices asking users to enter number of vials despite the number to pull matching the order. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) made multiple attempts to contact the customer. After receiving no response, the tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ es server, the devices asking users to enter number of vials despite the number to pull matching the order. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.